Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed door. The field service engineer shut down and removed column. Greased all latches and checked cables. Tested again in application issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed door. The customer reported that unable to be recovered and need to access patient medications, resulting in a delay. There were no adverse events or injuries reported based on this event.